Event description:
It was reported that atrial sensing and ventricular sensing were occurring at the same time on the device per the electrogram. The atrial lead output had increased due to capture management. It was also reported that the capture management test showed high thresholds on the atrial lead, but the manual threshold measurement was within the normal range. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) 2013 (B)(6). (B)(4).